Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere (B)(4). Alere (B)(4) updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere (B)(4) (reference eir (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: the customer's results were not replicated in-house with returned or retention products of the reported lot. Retention and returned devices were tested with in-house clinical hcg negative urine samples. All hcg results with retained and returned devices were negative at read time. No false positive results were obtained during in-house testing. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined from the information provided.

Event description:
It was reported that a woman (with a history of having her uterus removed) was scheduled for surgery. An hcg cassette test was administered with a positive result. No confirmatory testing was performed. The customer tested patient sample on an alternate lot and obtained a negative result (ln not provided). Hcg screening was a part of the facilities protocol before surgery. Customer states no treatment was provided/withheld based on the false positive results. Troubleshooting occurred with a discussion about possible causes for unexpected results focusing on proper sampling technique and storage conditions per pi-no deviations noted.